Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that during a device change-out procedure this chronic implantable right ventricular (rv) defibrillation lead and replacement implantable cardioverter defibrillator (ICD) exhibited high out of range shocking impedance measurements greater than 125 ohms in the rv coil to can configuration. All other configurations were reporting 102-110 ohms. The connections were verified and a commanded 5 joule (j) shock was performed. The reported shocking impedance measurement was 65 ohms. Defibrillation threshold testing (dft) was also performed in which a 21 j shock was delivered. The reported shock impedance measurement was 82 ohms. This product remains implanted and in service. No adverse patient effects were reported.